Event description:
Reported due to occlusion. The physician successfully closed an arteriotomy site with a perclose proglide device in 2004 without any difficulties. The following month the pt presented with leg pain and was taken to surgery. The surgeon bypassed the occluded section of the common femoral artery. The surgeon reported an "intimal flap with damage to the posterior wall of the common femoral artery in the vicinity of the original puncture." Although requested, no additional info was provided.